Manufacturer narrative:
Manufacturing evaluation - samples received: no sample available. Analysis and results: there are no previous complaints of this code-batch. There are no units in our stock. We have not received any sample from customer, but received several pictures of the involved product. In the pictures received from the customer it can be seen that the open unused sample has no needle attached to the thread. As the suture has to be complete (with needle) in order to wound it in the pack, we assume that the needle got detached after winding and during packaging the needle detached from the thread and was not packed with the suture. Taking into account that there are no other customer complaints involving this code batch we consider that this is an isolated unit. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the picture received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the pictures received. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K011375. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported that the needle is missing from the package. The reporter indicated that upon opening the package it was noted that there was no needle inside the package.